Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the intermittent and no image malfunction was due to an electrical issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an intermittent and no image. There was no patient involvement.